Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced chronic pain, dyspareunia, bleeding, bladder problems and infection, and vaginal pain. The patient also experienced traumatic urethral stricture, vaginal mesh erosion with clipping procedure, and vaginal atrophy, with the probability of future additional surgeries. All other information is unknown and unavailable.